Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. A part of the ptfe pad was missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device, this type of the ptfe pad damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the ptfe pad was damaged due to activating output in seal & cut mode while grasping nothing. And there is a possibility that the ptfe pad was cut and fell off since the device was activated with grasping the peeled part of the ptfe pad between the probe and the jaw of the device. The instruction manual of the subject device warns; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined.as the result of checking the manufacturing record of the same lot, there was nothing abnormal detected.a supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the ptfe pad of the subject device was separated and fallen off in the patient during a laparoscopic supracervical hysterectomy.the fragment was retrieved from the patient.the doctor completed the procedure with another device.there was no other patient injury regarding this report.